Event description:
Customer reported inaccurately low glucose readings with strips, lot 1j517a. Pt used the first bottle of test strips and reported that she obtained accurate blood glucose readings. On 9/12/96, she opened the second bottle of test strips from the same box and obtained consecutive blood glucose readings of 26, 35 and 19 mg/dl. Test were performed within 20 minute time span. With the rep, the customer obtained two back to back normal control solution test results of 25 and 21 mg/dl versus a normal control solution range of 115-173 mg/dl (different brand control solution, lot vk015, exp. 11/97). Control solution was opened two days ago. Customer shook it vigorously before she applied the sample. Also with the rep, customer obtained a check strip result of 81 versus a check strip range 0f 72-98. Customer removed the desiccant upon initial opening of the bottle. Customer stores her test strips in her living room.